Manufacturer narrative:
H6: investigation summary : bd received a picture and third-party sample analysis submitted for evaluation. The reported issue was confirmed upon inspection of the picture and third-party analysis. Based on the results of the third-party analysis a possible root cause of the foreign matter defect could be the material handling process, but since the sample was used the cause cannot be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 1ml st bulk convenience pak had foreign matter. The following information was provided by the initial reporter: it was reported by the health professional that an animal hair was found inside the tray syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml st bulk convenience pak had foreign matter. The following information was provided by the initial reporter: it was reported by the health professional that an animal hair was found inside the tray syringe.